Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The attempt to place the device failed. The sheath would not advance past the tissue below the skin after multiple attempts and pre dilation. The physician used a alternate device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence